Manufacturer narrative:
Explanted anchor was returned for evaluation, a lot number was not provided. The suture lock and suture were intact and appeared to have been secured by the suture plug. The toggle has separated from the anchor body. It can not be determined if the deformation of the bone lock took place as a result of intracortical placement of the implant or was result of forces applied to the implant post-surgically, no conclusion can be drawn based on condition of device and information provided.

Event description:
In 2006 a call was received notifying the company of a revision surgery required in conjunction with a bone anchor. Information provided indicated the surgeon has performed a rotator cuff repair on at early date (not provided). Postoperatively patient presented with pain. A second surgery was performed to remove two loose anchors. The rotator cuff appeared to be fully healed to bone, therefore, no mew anchors were required, surgeon indicated osteoporotic bone quality was evident in the female patient.